Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a 110b (check vent: proximal pressure sensor auto zero failed) error code. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The authorized service provider (asp) confirmed the issue during service at the repair center. The 3rd and 4th solenoids were replaced, and the issue was resolved. The device was checked overall, cleaned, and functional tests completed. The asp confirmed that the device was operating on the correct software version (2.30). The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced solenoids (position 3 and 4) were returned to the philips product investigation lab (pil) for evaluation by a pil technician (tech). The pil tech performed testing, and the tech verified that no alarm or diagnostic error code was generated by the test device using the returned solenoids installed into the gas delivery system (gds). The pil tech concluded that the returned solenoids were functioning as intended and that no problem was found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.